Event description:
Per the audiologist, the patient reported a decrease in performance. The results of an integrity test done in 2008 indicate the device is functioning according to manufacturer's specifications. Explant and reimplantation is planned, but had not taken place at the time of this report.